Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on device on the radius side assessed as fold flaw opening (tear) opening and missing side assessed as inconclusive. Additional observations. Crease fold observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.